Event description:
During pt use, an "o2 sensor call error" alarm occurred. Replacing the o2 sensor resolved the issue. No pt injury was reported in this case.

Manufacturer narrative:
Although requested, pt info was not provided.